Event description:
The pt did not experience a reduction in symptoms following deep brain stimulator implant. She fell about once a day. Her left toes used to be relaxed and began curling a month ago. Following a fall, the pt felt a prickling sensation in the device pocket when she was sitting. A follow-up appointment with the hcp had been set. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.